Event description:
The mayfield modified skull clamp (a1059) slipped. There was patient laceration reported. Additional clinical information has been requested, however, no other information has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.